Manufacturer narrative:
G4: 05jun2020; b4: 09jun2020. The field service engineer (fse) replaced the touch frame assembly and power supply and the issue was resolved. The unit passed performance testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05jun2020.

Event description:
It was reported that the unit would not power on. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse ordered a power supply and touchscreen assembly to repair the unit.